Event description:
Pegfilgrastim on body injector applied on (B)(6) 2017 at 12 noon. Pt called at 3:45pm on (B)(6) 2017 - stating injector was flashing red light. Instructed pt to come to clinic on (B)(6) for a manual injection of pegfilgrastim. Dose or amount: 6mg, frequency: q21 days, route: sc. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prevention of neutropenia post chemotherapy. "Is the product compounded: no, is the product over-the-counter: no." Amgen pharmaceutical.